Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap or reservoir locked properly in place. Pump received with scratched case. Pump failed the self test due to missing segments caused by cracked lcd glass. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.